Event description:
It was reported by service report that the brakes were not holding. There was pt involvement and adverse consequences were reported. It is alleged that a nurse hurt her back while placing a pt on the bed due to bed movement. The diagnosis of the nurse was not available but it was alleged that she missed 1-2 days of work and then returned.

Manufacturer narrative:
Result: brakes were replaced and still not holding properly. Bed is out of service at this time, waiting on further eval.